Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld was freezing during the interrogation of pt's pulse generators. Handheld was subsequently returned to MFR, however, that analysis is not yet complete.